Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech called in for help on 8100 unit failure device type: failure problem type: failure mode: case resolution: tech has error code 260.4130 on 8100 unit before call in she had replace logic board on unit, once replace try to run flash to update serial number on unit, once flash complete power unit off back on in normal mode and gets the same error, ask tech did they get the logic board from bd they did not they use a third party company for there logic board, let tech know we can't guarantee those boards will work on our units, tech will try to order the logic board from bd will call if need to tech thank me for my assist. Ref: (B)(4).